Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that during biomed testing the device displaced a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.